Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a tl code indicative of device requiring immediate attention static template lost and ps code indicative of device power supply error. There was previous loss of reference on the s-ECG. The patient is still at the hospital waiting to be discharged, and boston scientific technical services recommended keeping protection for this patient and emergent replacement. Technical services recommended to replace the whole system due to the two consecutive ps error and tl error, since it was not possible to guarantee the electrode was not involved in this issue. The tl and ps codes were due to a device reset occurring either during a charge or from the shock itself. The capacitor reform charge times beforehand were longer than expected and irregular. This could be due to shorting internal to the hv capacitors or shorting from the hv capacitors to elsewhere in the device. Technical services was just informed that in (B)(6) 2023, the patient had a sternotomy procedure and had the device therapy turned off. The healthcare professional used paddles to defibrillate over the heart directly during surgery. Technical services was informed by phone that despite the healthcare professional is aware of the recommendation to replace the whole system, the current decision is to replace only the device and not the electrode. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the case. The device was interrogated and showed the impedance measurement at 400 ohms. Review of device memory found error logs. X-ray inspection did not reveal any abnormalities. The pulse generator case was removed, and internal visual inspection noted no irregularities. The batteries were isolated from the circuit and an external power source was connected. The system underwent functional testing, a charge and shock was commanded. The device charged and delivered degraded shock. The first phase slope was too steep and too short, and the second phase was too long. This indicates additional damage to the device. The degraded shock pulse and arc mark observed in the analysis is likely due to electrical overstress. However, analysis and device data are not enough to conclusively determine the source.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a tl code indicative of device requiring immediate attention static template lost and ps code indicative of device power supply error. There was previous loss of reference on the s-ECG. The patient is still at the hospital waiting to be discharged, and boston scientific technical services recommended keeping protection for this patient and emergent replacement. Technical services recommended to replace the whole system due to the two consecutive ps error and tl error, since it was not possible to guarantee the electrode was not involved in this issue. The tl and ps codes were due to a device reset occurring either during a charge or from the shock itself. The capacitor reform charge times beforehand were longer than expected and irregular. This could be due to shorting internal to the hv capacitors or shorting from the hv capacitors to elsewhere in the device. Technical services was just informed that in (B)(6) 2023, the patient had a sternotomy procedure and had the device therapy turned off. The healthcare professional used paddles to defibrillate over the heart directly during surgery. Technical services was informed by phone that despite the healthcare professional is aware of the recommendation to replace the whole system, the current decision is to replace only the device and not the electrode. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the case. The device was interrogated and showed the impedance measurement at 400 ohms. Review of device memory found error logs. X-ray inspection did not reveal any abnormalities. The pulse generator case was removed, and internal visual inspection noted no irregularities. The batteries were isolated from the circuit and an external power source was connected. The system underwent functional testing, a charge and shock was commanded. The device charged and delivered degraded shock. The first phase slope was too steep and too short, and the second phase was too long. This indicates additional damage to the device. The fault codes and damage to the device were caused by the device shocking into a shorted lead.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a tl code indicative of device requiring immediate attention static template lost and ps code indicative of device power supply error. There was previous loss of reference on the s-ECG. The patient is still at the hospital waiting to be discharged, and boston scientific technical services recommended keeping protection for this patient and emergent replacement. Technical services recommended to replace the whole system due to the two consecutive ps error and tl error, since it was not possible to guarantee the electrode was not involved in this issue. The tl and ps codes were due to a device reset occurring either during a charge or from the shock itself. The capacitor reform charge times beforehand were longer than expected and irregular. This could be due to shorting internal to the hv capacitors or shorting from the hv capacitors to elsewhere in the device. Technical services was just informed that in (B)(6) 2023, the patient had a sternotomy procedure and had the device therapy turned off. The healthcare professional used paddles to defibrillate over the heart directly during surgery. Technical services was informed by phone that despite the healthcare professional is aware of the recommendation to replace the whole system, the current decision is to replace only the device and not the electrode. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.